Event description:
It was reported that the pump battery was depleting too quickly, but the issue did not lead to a shutdown of the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support advised resetting the pump, which resolved the battery depletion issue, returning the battery to normal functionality.